Event description:
It was reported that the insulin gauge was inaccurate.there was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue; therefore no additional information was obtained.